Manufacturer narrative:
The insulin pump alarmed after a battery change due to a voltage leak. The insulin pump passed the self test with no alarms noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window, cracked case at the reservoir tube window corner and a cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had repeated unexpected restart alarms during normal insulin pump use. Customer's alarm history also showed several signal too low alarms occurring. Customer's blood glucose was 142 mg/dl. The customer also stated the insulin pump did not display the amount of insulin after a battery change. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.